Event description:
The customer reported that in demo mode an alarm would be triggered but the wrong message would appear. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Upon investigation it was determined the event is not reportable. The clinician should respond to the objective information of the alarm. Additionally the mitigation that only yellow parameter alarms are in scope of the alarm advisor decreases the risk. The issue has been reviewed and does not allege a death, serious injury, or a malfunction which, if it were to recur, would be likely to cause or contribute to a death or serious injury, and is therefore considered to be a non-reportable event. H1 type of reportable event corrected from serious injury to product problem.